Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a stenting procedure within the esophagus on (B)(6), 2010. According to the complainant, the patient presented with dysphagia due to an 8cm stricture. After approximately half of the stent had been deployed, the deployment suture broke. There was no reported resistance when pulling on the deployment suture, and the physician did not need to exert force to try and deploy the stent. There was no bowing of the delivery system. The anatomy was tortuous, and the stricture was predilated. The physician removed the device from the patient without issue, and the complainant reported that the procedure was not completed due to this event. There are no further plans to complete the procedure at a later date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed, with only about 20mm being un-deployed. The deployment suture of the delivery system was found to be broken, frayed and entangled. An examination of the stent found that the covering was torn circumferentially in a zig-zag shape about 80mm proximal from the distal end; this tear went around approximately 80% of the circumference. Functionally, the remainder of the stent could be deployed without issue. The condition of the returned device was consistent with the complaint. Additionally, damage to the stent covering was noted, which most likely occurred while removing the partially deployed stent from the patient. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a stenting procedure within the esophagus on (B)(6), 2010. According to the complainant, the patient presented with dysphagia due to an 8cm stricture. After approximately half of the stent had been deployed, the deployment suture broke. There was no reported resistance when pulling on the deployment suture, and the physician did not need to exert force to try and deploy the stent. There was no bowing of the delivery system. The anatomy was tortuous, and the stricture was predilated. The physician removed the device from the patient without issue, and the complainant reported that the procedure was not completed due to this event. There are no further plans to complete the procedure at a later date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.